Event description:
Customer reported that 0.9% normal saline was infusing to a pt when the IV tubing disconnected from the distal smartsite port. The lower tubing was still attached to the pt who lost some blood through the open line (approximately 60 mls of blood). The tubing was in use for about 2 hours. There was no pt harm and no medical intervention was required. The nurse was exposed to (B)(6) blood and did not require any medical intervention. Although requested, no additional event or pt information provided by the user.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported IV tubing disconnection from the distal smartsite port. The customer stated the set has been discarded and is not available for failure investigation.